Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed, as unidentified (tear) opening (shell thickness within specification). And missing shell assessed, as inconclusive. Additional observations: no other observation observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6.

Event description:
Healthcare professional reported rupture. Device remains implanted. This record relates to the right side.

Event description:
Healthcare professional reported rupture. Device remains implanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.